Manufacturer narrative:
The device was evaluated by olympus. The reported problem was confirmed and it was determined foreign debris was present, protruding from the air/water nozzle. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned the olympus, model cf-hq290l, evis lucera elite colonovideoscope, to olympus for repair due to a report of no air/water flow. Upon inspection of the returned device, foreign material was noted, exiting from the air/water nozzle. This report is submitted for the malfunction of foreign material exiting from the air/water nozzle. There was no patient infection or injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to section. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of foreign material in the air/water nozzle was fragments from injection tube which is an accessory of the device or fragments from silicone rubber product which was used in the endoscopy room may have remained by difference in reprocessing process between the facility and IFU recommendation. The likely cause of the insufficient reprocessing, identified upon device evaluation, was deemed to be due to staff training on reprocessing and/or device handling. As stated in the instructions for use (IFU): the IFU addresses insufficient reprocessing as documented below: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ the IFU addresses air/water (aw) channel cleaning adapter to prevent clogging of the aw nozzle as below: ¿to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure.¿